Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this right ventricular (rv) lead and competitor device exhibited out of range pace and shock impedance measurements. All other measurements were appropriate, no loss of capture and no noise was noted on real time electrogram (egm) or stored episodes. It was noted this patient is pacemaker dependent and therefore, a synchronous shock test was scheduled. The shock test was performed and resulted in a shock impedance measurement of 90 ohms. It was suspected the out of range measurements were a gradual increase likely due to calcium maturation on the tip. No adverse patient effects were reported.

Event description:
Information was subsequently received that this lead was surgically abandoned due to ongoing out of range impedance measurements. No adverse patient effects were reported.